Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
2nd stage revision right total hip replacement surgery performed due to sepsis. On june 27 2019: as per med review, this report is for the removal of devices due to infection sometime in 2016 prior to second stage reimplantation on (B)(6) 2016.